Manufacturer narrative:
The sample was found to be self-activating in the 40k ohm box and the generator. Upon opening the body, it was found that the connector of the red wire (power) was penetrating the white (coag) wire causing the self-activation. The white wire was not properly located in the wire relief area of the body half.

Event description:
Procedure: unk. Patient sex: unk. The original report stated the device turned on by itself. During testing by the manufacturer, the self activation was confirmed.